Event description:
Time: 12:56 am, blood glucose (mg/dl): 45; time: 1:26 am, blood glucose (mg/dl): 67; time: 3:32 am, blood glucose (mg/dl): 464, bolus (units), 6.45u. The customer reported that her pdm had reset earlier in the day and that her bolus calculator was on a delay. She manually entered a bolus for her 454 mg/dl reading, and she believes that she over bolus because her son found her incoherent and took her to the ER. She was diagnosed with hypoglycemia and low blood pressure and was treated with an IV. She was in the hospital for about 4 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.